Event description:
In a hospital nurse/reporter contacted lifescan (lfs) alleging that the lay user/patient's one touch ultra meter was reading inaccurately high compared the laboratory. The following day a lfs agent spoke with the patient's family member to obtain information, as the patient had left the hospital and did not have a contact phone number. The following information came from the nurse and family members. The patient has type 2 diabetes and is treated with insulin. The patient is an alcoholic and does not observe his diabetes treatment regimen. A nurse comes to the patient's home to check his blood glucose tests and insulin injections; however, information was not provided as to the last time that the nurse came to the patient's home. It is not known when the patient last tested his blood glucose level with the reported meter. The patient had not taken any insulin injections for 4 days. He fell several times (reason uknown), injured his back and lost "a lot of blood". One month ago, he was taken to the hospital and admitted for treatment of his injuries and hyperglycemia a week. The patient's admission blood glucose level was unknown, as the admission blood glucose result was not noted in the hospital file. While hospitalized, a result of 296 mg/dl was obtained on the reported meter compared to a laboratory result of 189 mg/dl conducted within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria of accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. A control solution test was not performed, as the report/nurse did not have control solution. The meter was replaced.